Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:the pump powers ¿on¿ and displays ¿verify¿ screen. The display has a dim reddish contrast. The audio bolus button cover and its white slug contact are detached from the pump and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display. This report is made based on the results of an investigation completed on (B)(4) 2013.